Event description:
Possible surgery needed to replace neurostimulator. Neurostimulator eos after 1.5 years since replacement. Patient provided update that device was removed on (B)(6) 2025 so that she could proceed with MRI testing. Provider plans to place a temporary stimulator while they complete testing needs. Patient reports return of symptoms since stimulator removal. Patient had device removed in order to proceed with MRI; battery was eos. No further action to be taken.